Event description:
It was reported by the abbott technical services that the patient presented remotely via merlin. Net transmissions. The patient's right ventricular (rv) lead was noted to exhibit noise. No intervention performed and no patient consequences were reported.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes the patient's right ventricular (rv) lead was over-sensing noise. The clinic will continue to monitor the patient and the patient was in a stable condition.

Event description:
New information received notes the patient was presented for a lead revision. The noise over-sensing on the patient's right ventricular (rv) lead was found reproducible via isometric analysis. The rv lead was capped and replaced on 8 aug 2024. The patient was in a stable condition.